Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hand assisted left colectomy, the sutures broke as the surgeon was tying the knot around the anvil of the circular stapler. Another device was used to oversew the broken suture and the case was completed. There was no patient injury.